Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before the vitrectomy surgery, they found that probe that could not be inserted into the cannula and patient was not harmed.

Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The returned sample was connected to a calibrated console and was successfully recognized. A visual assessment under a microscope was performed and revealed foreign material was found adhered to the cannula which caused resistance to happen during trocar test. Sample evaluation at itc revealed the returned sample had foreign material on the cannula. Based on the results of this investigation, the reported event was confirmed. However, it remains inconclusive how or when the foreign material was deposited on the cannula. How or when the foreign material was introduced could not be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).